Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "I am contacting you to report a quality defect on blood collection needles, reference (B)(4), lot 2326959. One unit was found in the box with the needle exposed, causing the pharmacy assistant to be pricked during dispensing. The device can be returned to you for analysis."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on:05-12.2023. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve side-piercing was observed. The customer sample was evaluated by visual examination and the indicated failure mode for sleeve side-piercing with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve side-piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side-piercing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "I am contacting you to report a quality defect on blood collection needles, reference 368610, lot 2326959. One unit was found in the box with the needle exposed, causing the pharmacy assistant to be pricked during dispensing. The device can be returned to you for analysis."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 1024879-2023-00278 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 1024879-2023-00278 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable serious injury, but rather a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. There is no dirty needle stick issue associated with this incident.